Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® cpt¿ cell preparation tubes with sodium citrate have, "inconsistent separation of white blood cells under recommended processing conditions." The following was also reported, "customer is using 362760 for blood draws of cynomolgos macaques (monkeys). Customer observes inconsistent barrier formation, cell recovery, and partitioning of red blood cells below gel barrier. Increasing centrifugation speed and/or time seems to help cell recovery as does adding a second spin. Customer is using a straight needle for blood collection but is otherwise following processing instructions." This occurred on 12 separate occasions but the date/time and or patient information is unknown.

Event description:
It was reported that a bd vacutainer® cpt¿ cell preparation tubes with sodium citrate have, "inconsistent separation of white blood cells under recommended processing conditions." The following was also reported, "customer is using 362760 for blood draws of cynomolgos macaques (monkeys). Customer observes inconsistent barrier formation, cell recovery, and partitioning of red blood cells below gel barrier. Increasing centrifugation speed and/or time seems to help cell revovery as does adding a second spin. Customer is using a straight needle for blood collection but is otherwise following processing instructions." This occurred on 12 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. We do not have the capability at this time for veterinary investigations. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.